Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for free thyroxine (ft4) on an e602 analyzer. The sample initially resulted as 2.79 ng/dl and this value was reported outside of the laboratory. The sample was repeated on the same analyzer, resulting as 1.28 ng/dl. The sample was repeated a second time on the same analyzer, resulting as 1.30 ng/dl. The sample was provided for investigation where it was tested on an e170 analyzer, resulting as 1.31 ng/dl. For investigations, the sample was also tested on an e411 analyzer, resulting as 1.28 ng/dl. The patient was not adversely affected. The ft4 reagent lot number and expiration date were asked for, but not provided. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.